Event description:
Complainant alleged that the medics were responding to a call at the home of a 66 yr old male pt in full cardiac arrest. Cardiopulmonary resuscitation had been initiated by a first responder approx four mins after the pt arrested and was in progress when the medics arrived at the scene. An intravenous line was successfully started by the medics. The medics monitored the pt's heart rate with the device. The device sounded the ventricular fibrillation alarm, the analysis was started and the device advised shock. A 200 joule shock wad administered to the pt. The device continued to analyze the pt's heart rate as ventricular fibrillation and a second shock was advised. The second shock wad administered at 200 joules. The device continued to analyze the pt's heart rate as ventricular fibrillation and a third, fourth, fifth, and sixth shock was advised and administered to the pt at 360 joules each. The pt was transported to the hosp ER where he exhibited a pulseless electrical activity heart rhythm.

Manufacturer narrative:
The complainant did not return the device for evaluation by the zoll technical service department. They instead returned a copy of the their electronic media. An analysis from the complainant's electrocardiogram report and electronic media from the event has been performed. The rhythm in question was an idioventricular rhythm. The malfunction has been attributed to the analysis algorithm. The analysis algorithm has previously been tested against a data base of pt rhythms. The results of the testing indicated 100% specificity and 95.7% sensitivity for the rhythm included in the data base. The reported malfunction is within the specified error for sensitivity of 99.6%, which is equal to or better than the performance of other algorithms used on marketed automatic external defibrillator. This particular rhythm therefore lies in that 1 out of 200 area of inaccuracy. The complainant has been notified of the results of the zoll analysis of the event.